Event description:
Alaris pump set tubing came detached at the last y-site prior to tubing connection to the pt. Photograph available upon request. Per infusion clinic nurse, this is the second time this has happened with the tubing. She did not report the previous event to pharmacy. FDA safety report ID# (B)(4).